Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: material # unknown batch # unknown. Verbatim: we had an issue over the weekend with a primary set becoming disconnected from the bd phaseal injector. Bd phaseal do you have the catalog #, lot # and expiration date(s) of the sets? I do not have this as it was connected in pharmacy. Patient outcome was there any injury/harm, adverse events? Was there any to the patient/staff blood backflow, hazardous drug spillage. Exposure to patient and staff. Was there a delay of, or change in, the course of treatment due to the events? Delay until we got the new bag of medication. Approximately 3 hours patient was not receiving the medication. This is a patient on study. Chemo/haz drug infusion: what drug(s) were being delivered. Blinatumomab, date of these events? 6/12/26.

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.